Manufacturer narrative:
Patient weight: unknown; requested but not provided. If implanted, give date: not applicable, as lens was fully inserted and then removed during the same procedure. The patient was left aphakic. If explanted, give date: not applicable, as lens was fully inserted and then removed during the same procedure. The patient was left aphakic. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: (B)(4) is capturing unplanned vitrectomy and sutures. Health effect - clinical code: (B)(4) is capturing eye anatomy issue and device decentered or dislocated or tilted subluxated or wrong position. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was fully implanted in the left eye and then removed because the lens slipped into the back of the eye. There was insufficient capsule support for the placement of this lens so the decision was made to leave the patient aphakic for a "re-op" with a different type of lens. The patient has a history of pseudoexfoliation. The patient had diffuse zonulopathy. A vitrectomy and sutures were required. Placement of scleral-fixated lens is planned and the patient is scheduled for glaucoma surgery. No further information was provided.